Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) provided troubleshooting options. Additional information obtained from the field representative indicated that the patient was checked in the office. No other testing was performed and will continue monitoring the patient. This system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received indicated that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Additional information indicated that the plan was to continue monitoring patient and consider performing a defibrillation threshold (dft) test in the future if the impedance measurement reaches 140 ohms. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information sbe provided.